Manufacturer narrative:
Citation: kostopoulou a. Management of coronary artery disease and conduction abnormalities in transcatheter aortic valve implantation. Curr. Treat options cardiovasc med. 2016 feb;18(2):9 doi: 10.1007/s11936-015-0432-8 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding the management of coronary artery disease and conduction abnormalities in transcatheter aortic valve implantation. All data were collected from multiple studies. The overall study population included 24,584 patients, of whom, at least 4,801 were implanted with medtronic corevalve® (serial numbers and specific implant rates not provided). Among all patients adverse events included: stroke, conduction disturbances, permanent pacemaker implantation, conversion to open heart surgery, and vascular complications. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.